Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2015, the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) greater than 600mg/dl with chest pain, neck and shoulder pain, vomiting, nausea, extreme thirst, excess urination, and large ketones. The patient was reportedly hospitalized and treated with IV fluids, insulin injections, and insulin via the pump. The reporter stated that the patient filled a cartridge on (B)(6) 2015, and when the patient was admitted to the hospital the following day the healthcare provider removed the cartridge from the pump and found that there was no insulin in the cartridge. There was no allegation of power loss. The pump reportedly was giving a remaining insulin reading of 106 units at the time the cartridge was discovered to be empty. The issue reportedly occurred with one cartridge. The patient's healthcare provider insisted that the cartridge be replaced. This complaint is being reported based on the allegation that the patient experienced severed hyperglycemia associated with a cartridge issue.

Manufacturer narrative:
Follow-up #2 date of submission 12/14/2015-device evaluation: the reporter stated that the alleged issue occurred with either cartridge lot # d200169 or with cartridge lot # d200173. As the reporter was unsure which lot # the alleged issue occurred with, cartridges from both lot #s were returned. Additional returned cartridges were evaluated by product analysis on 11/20/2015 with the following findings: a visual inspection of the cartridges was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1 date of submission 11/02/2015-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: six unopened cartridges and one opened cartridge were returned. A visual inspection of the cartridges was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. A retain cartridge sample from the same lot was also testing with no failures found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.